Event description:
Spontaneous call from pt who reports pump is malfunctioning (unspecified details) and is requesting for another pump and supplies. No missed dose reported no further information provided. No side effects reported. Unknown if pump on hand for return to the manufacturer, serial number and expiration date unknown. Reported to (B)(6) by pt/caregiver.